Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battey compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.